Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the mvp plug migrated immediately after detachment from the pusher. It was splenic artery and the vessel anatomy was normal in tortuosity. The patient was reported not to be symptomatic for now, but could have partial infarction of the spleen.